Manufacturer narrative:
An investigation of the implicated part was not possible because the pcb power module had already been disposed. The root cause of the issue was most probably a damaged fuse holder due to previous fuse replacement performed without switching off the analyzer power. Replacement of the fuse is documented in labeling (the user manual). After replacing the fuse holder, the instrument appeared to be functioning normally. The material used in the power module is ul certified and has low flammability. No patients were involved in the issue. No injury was reported.

Event description:
The customer received an instrument error during initialization. She found the f3 fuse indication light was red indicating the fuse needed to be replaced. The customer was unable to change the fuse (the top of the fuse broke off when she attempted to replace it). The field service representative was dispatched to assist. The field service representative determined the fuse holder was damaged and the printed circuit board showed evidence of overheating. He replaced the fuse holder and blown fuse. He verifed the cooling unit was turned on and drawing a normal amount of current. The field service representative completed analyzer initialization and performed quality control. No patient samples were involved in this event and no operators were injured.